Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. Additionally, a tear within the crease/fold was noted, measuring approximately 1.5 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female underwent breast augmentation revision with 325cc saline mentor smooth round moderate profile breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with 350cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502350, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021.